Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet completed. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. A 6.0 x 150 armada 35 balloon catheter was advanced to the lesion and inflated to nominal pressure two times. On the third inflation at 10 atmospheres the balloon ruptured. A non-abbott 6.0 x 40 mm balloon catheter was successfully used to complete the procedure. All significant available information has been received. No additional requests for information are needed.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.